Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported a make sure heater bag is on heater tray alarm during treatment. When canceling therapy the patient noted fluid leaking from a hole in the cassette. The cycler was replaced. A follow up call was made to the patient's nurse who reported that the patient's effluent has remained clear. The patient was not given prophylactic antibiotics. The set was not made available for evaluation.